Event description:
It was reported that pump displayed cgm error 42 on g7 sensor. There was no reported impact to the customer¿s blood glucose level. Technical support guided caller through complete pump reset, but error reappeared, so customer planned to continue using current pump and rely on alternate insulin method if needed.